Event description:
Event description cpi received information that this bipolar lead was explanted due to dislodgement. Two days after the implant, the physician elected to perform an invasive procedure and remove the lead because it had dislodged. * the physician's manual 352527-003c, page 15, lists displacement as an adverse effect.